Manufacturer narrative:
Date of event: (B)(6), date of report: 08/13/2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touch frame to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.